Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the image abnormality was caused by the water droplets adhering to the circuit board as a result of liquid immersion inside the scope connector. For the foreign object on the handling part, olympus was unable to identify the foreign object, and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited an e315 error message. Additionally, foreign material was noted on the handling part. There was no patient involvement.